Event description:
Nanocross was advanced to the distal very calcified tibial vessel and inflated. The balloon was deflating slowly and pulled back out of the vessel. Upon examination of the balloon outside of the body, the balloon was torn from the catheter. No injury to the patient reported. Investigation of the returned device on (B)(4) 2013 found that balloon was completely separated from the balloon catheter.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.